Event description:
It was reported that the core impaction drill heated up during a procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
The device heated up due to friction rub from a worn rotor. Wear of the rotor will cause it to rub against the driveshaft.